Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not giving the correct amount of insulin. Customer was not able to troubleshoot and would call back. Customer's blood glucose reading was not provided. Insulin pump is not expected to return for failure analysis.